Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient present for in-clinic follow up with gradual increase in pacing impedance exhibited by the right ventricular lead. Upon device interrogation elevated capture threshold was also noted. The patient was scheduled for revision, and the lead was capped on (B)(6) 2021. The patient tolerated the procedure well and was discharged.